Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device was not working. Patient said the bladder was worse and the sciatic nerve pain has gotten worse. Patient was on program 1 and couldn't increase stim above 1.7 so they changed to program 2 and increased stim. Patient also said if they lean up against anything they get electrical shocks where the implant was . Patient said they have a pain on the inside of their right leg that throbs. Patient also noted it feels like the ins moves. Patient turned stim off and would try that for a couple days. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment at the end of this month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.